Event description:
On 05/04/1998, the surgeon informed the MFR's sales rep of the following: the device is packaged with a 9 and 10 french catheter. During the procedure, the surgeon chose to insert the 9 french catheter (most surgeons use the 10 french catheter) into the introducer. Once in the vessel and the peel away was removed, the surgeon attempted to attach the catheter to the device stem. However, this was next to impossible to execute without a special tool and the aid of the scrub nurse. In other words, the 9 french catheter did not effectively attach stem of the device. After the above noted difficulties, the procedure was completed and the device implanted. No further details were provided.

Manufacturer narrative:
The device in question remains implanted. In an effort to duplicate the problem encountered, the MFR (MFR.) Pulled six (6) samples with 9 french (fr) and 10 fr catheters from inventory for analysis. The 9fr and 10 fr catheters were assembled to the device bodies (stem) without difficulty. Once assembled, pull testing of the devices revealed that the devices were within specification. The event in question could not be duplicated. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s investigation, the report that "the 9fr catheter does not effectively attach to the device stem" could not be confirmed; therefore, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 8/11/1998.